Event description:
It is reported that the provisionals broke while trying to implant, all pieces were accounted for .

Manufacturer narrative:
(B)(4). The underside of both returned articular surface provisionals are damaged, likely from use (insertion and removal from the baseplate) over the potential field age of approximately 2.5 years. From the condition of both provisionals, it is apparent that they have been used a number of times. The likely cause of the failure is normal wear and tear. Device history records indicate all components were manufactured and inspected to specification.